Manufacturer narrative:
. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had driveline power fault alarms for 2 hours. Log files captured driveline power a faults starting on 22apr2026 at 1635 and continued for the remainder of the log. It was noted that the fuse was open on power line a. It was said the damage to the driveline was proximal to the modular cable. It was said to be a known issue, and it was attempted to tape the driveline in the past on more than one occasion (MFR# 2916596-2026-2916695). It seemed like the driveline finally gave out. It was said the system controller and modular cable was exchanged without issue. The pump restarted without the driveline power fault alarms. Log files and images were attached. The data collected from the new system controller indicated that the equipment was functioning as intended.